Manufacturer narrative:
The insulin pump alarmed compromised force sensor system error during the basic occlusion test. The device was unable to prime during priming test due to loose drive support disk. The insulin pump was unable to complete testing due to compromised force sensor system error alarm. The insulin pump was received with cracked case on the display window corners, minor scratches on the lcd window, cracked reservoir tube lip, broken belt clip slot, cracked battery tube threads and missing end cap sticker.

Event description:
Customer reported via phone call compromised force sensor system alarm message on the insulin pump. Customer's blood glucose level was 347 mg/dl. Troubleshooting for the alarm was performed. Customer advised that during the manual prime process insulin is squirting out. Customer advised the drive support cap was loose. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.